Event description:
Patient had oxygen tubing from ventilator to flowmeter. Upon trying to switch over oxygen tubing to oxygen tank for transport, o2 tubing would not come off of flowmeter. After trying to pull tubing off, it ripped. Rt [respiratory therapist] had to quickly find replacement flowmeter and tubing so patient could be safety reattached to oxygen.